Event description:
It was reported that a cgm error code 42 occurred. There was no adverse impact to the customer¿s blood glucose level. The customer followed technical support instructions to reset the pump, but the error persisted, prompting technical support to arrange a pump replacement.